Event description:
Related manufacturer reference number: 2017865-2022-10182. Related manufacturer reference number: 2017865-2022-10184. It was reported that the patient presented in clinic with an infection and cardiac perforation. On (B)(6) 2022, x-ray, echocardiography, and CT images confirmed cardiac perforation causing high capture thresholds on the atrial (ra) lead. The physician explanted the right ventricular lead, and atrial lead the pacemaker was not explanted. The patient was recovering after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined. The reported event will continue to be monitored and trended.